Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing. The customer¿s blood glucose was unknown. The customer reported that they had removed the sensor and it was found that there was no electrode. The troubleshooting was not performed. The sensor will not be returned for analysis.